Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery and the load sequence. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was displayed as "high"; however a specific value was not provided. Customer administered a manual injection to address bg.